Event description:
The lead was replaced due to upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: (B)(6) 2007. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo; full lead in segments returned and analyzed.